Event description:
The customer contact reported that during testing at the user facility, it was found the "pump failed alarming the 'proximal air in line' several times, even with new, primed set. Also the flow rate needs calibrating (130ml/hr when set at 125 ml/hr)". There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.